Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) #. H11: the device was received for evaluation. During functional testing, the reported problem 'failed pounds per square inch (psi) testing 3 times' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream scale factor being out of calibration. The force sensor downstream scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed pounds per square inch (psi) testing 3 times in the biomedical service department. There was no patient involvement. No additional information is available.